Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dizziness, lightheadedness and bradycardia. It was noted that the right ventricular (rv) lead was exhibiting oversensing and noise. It was also noted that the rv lead exhibited loss of capture caused by patient movement and pacing inhibition noted also caused by noise. The lead was reprogrammed first and then capped and replaced. No further patient complications have been reported as a result of this event.